Event description:
It was reported that in-stent restenosis occurred. On an unspecified date, a 5-15 express sd stent was implanted. In (B)(6) 2025, in-stent restenosis was noted in the moderately tortuous and severely calcified left renal artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was inflated twice up to 8 atmospheres for 30 seconds inside the stent. However, during the second inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.